Event description:
During an aneurysm treatment procedure, it was reported by the physician that the guidewire would not come out of the distal tip of the echelon catheter. When physician pulled back the guidewire to reposition, he found the catheter had broken in two. The distal portion of the broken catheter migrated into the mca. Physician was able to retrieve the broken segment by gooseneck snare. No patient injury reported.

Manufacturer narrative:
The catheter was returned in two segments. Evaluation confirmed that the catheter was broken due to a tensile force applied during use. The device history records for the reported product lot number have been reviewed and no quality issues were noted. The product met the acceptance criteria prior to release.